Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was reported that the ventilator generated technical error codes indicating a turbine module under-voltage and power error. The dc/dc & battery control printed circuit board (pcb) and the turbine module were found defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The received device logs confirmed that the reported technical error codes on 04/29/2023. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating a turbine module under-voltage and power error. There was no patient harm. Manufacturer's ref. #: (B)(4).